Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported she was hospitalized on (B)(6) 2016. Follow-up with the patient's clinic nurse noted the patient was hospitalized on (B)(6) 2016 for peritonitis. The patient did not practice aseptic technique when completing peritoneal dialysis treatments. The patient frequently had breaks in technique and sterility. The patient's pd catheter was removed and a back-up access catheter was placed for the patient to begin hemodialysis treatments while recovering from the infection. As of (B)(6) 2016 the patient was still hospitalized and undergoing back-up hemodialysis treatments. The patient is expected to continue in-center hemodialysis treatments upon discharge. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.